Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic liver tumor resection procedure, the handle could not be squeezed and the device did not fire. The device was replaced to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: (model #, catalog #, UDI #), (5/10 k #).if information is provided in the future, a supplemental report will be issued.